Manufacturer narrative:
Initial reporter phone #: unknown. Results - one customer sample received. Two customer photos received. Bd was able to duplicate the customer indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5229872. Conclusion - the most likely cause is a water leak at the molding process.

Event description:
It was reported that a 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure had a cracked base that caused blood to be released when it was placed into a centrifuge. No injury or medical intervention was reported.